Event description:
It was reported that the patient had a new battery implanted and was having the same problems as before replacement. The patient had one good night, but then last night they were back to going every 30 minutes to an hour. The patient¿s healthcare provider (hcp) told them to try each program for a week. The patient wanted to know if it was possible that it was just not working for them at this time. The patient was not recovered, with symptoms or an issue ongoing. The patient would be reprogrammed again on (B)(6)2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0l6ey, implanted: (B)(6) 2015, product type: lead. (B)(4).